Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that they experienced "pump failure" and that they are no longer using the pump. The pump is currently out of warranty. Customer declined to troubleshoot any further with tandem technical support.